Event description:
It was reported that the procedure was cancelled. A visual-ice cryoablation system was selected for a cryoablation procedure. During the procedure, however, the console had shut down and would not restart. As a result, the procedure was cancelled. No patient complications were reported.